Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell and broke their pelvis in three placed in (B)(6) 2018. The hcp had to go back in and reset the implantable neurostimulator (ins) and leads. The consumer thought the hcp added a new lead as well. The patient was in the hospital for 5 weeks. Since the surgery, the patient had been unable to get their right side set where they needed it. This had been occurring since (B)(6) 2018. It was further stated that the consumer could not drive. No further complications were reported.